Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 lead implanted: (B)(6) 2014; 1258t competitor lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within about one week of implant, ffrw (far-field r-wave) oversensing was noted, resulting in inappropriate mode switch operation. The atrial lead remains in use. No patient complications have been reported as a result of this event.